Manufacturer narrative:
The investigation for the reported console (aic) purge issue has been completed. The console was returned for evaluation. Upon inspection, the console performed as expected. However, data logs were reviewed which showed that the pump was plugged into a console and recognized as previously initialized. However, when the pump was initially plugged into a different console, it had said uninitialized. The root cause for the aic screen not offering the screen with the purge fluid table, nor the double confirmation of the removed 0,018" wire was due to the pump being previously initialized on the first attempted initialization. This was intended behavior of the console. Added- d9 device return date g1-corrected MFR site name and address. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
A 66-year-old patient received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. During preparation, following issues with the first console, the back-up automated impella controller (aic) also skipped two confirmation screens, which would have allowed the operator to start the pump without entering the purge fluid composition and without removing the guidewire. The impella cp heart pump worked without any problems and the patient suffered no harm as a result of the incident.